Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. A 3.50 x 32mm synergy xd drug eluting stent was advanced for treatment. However, it failed to cross the lesion and was noted that the stent edge was lifted. The procedure was completed with another of the same device. There were no patient complications reported.